Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed differences could not be attributable to a clear root cause. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Post re-link, the user was advised to continue using the system and to enter calibrations when glucose trends are not changing rapidly. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.